Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the trial lead became "loose". However, the trial worked well for the patient, at least 50%. No further information was reported. If additional information becomes available, a follow-up report will be submitted.